Event description:
It was reported that the bladder of a large volume infusor ruptured during infusion. The reporter stated that the bladder was in a footed position, and that the device had been manually filled using a syringe. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Manufactured on december 9, 2013 to december 10, 2013. Evaluation summary: the sample was returned for evaluation. A visual inspection identified that the bladder was ruptured. Microscopic inspection identified abrasions on the interior surface of the bladder near the rupture line. The cause of the reported condition could not be identified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.